Manufacturer narrative:
The unit was not returned after multiple attempts. This report is based solely on the information provided by the customer. Confirmation of customer's complaint and the root cause could not be determined. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the nurse call jack occasionally will make noise, and it is likely that normal wear-and-tear, severe shock, moisture exposure, or other effects of repeated use and age is the cause of the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
(B)(6) is calling about two alarms that are having issues with the nurse call jacks, occasionally will make noise. The date the issue was discovered is unknown and no incident or serious injury was reported.

Event description:
Supplemental report is needed for additional information.

Manufacturer narrative:
H6: evaluation results: the device was received with white corrosion found inside the sensor, nurse call, and dc input receptacles indicating that the unit was exposed to moisture. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. Evaluation found that the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to nurse call pin 3 inside the nurse call receptacle broke off or no longer connected to ground. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely normal wear and tear that contributed to the faulty nurse call receptacle. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Manufacturer reference file# (B)(4).